Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician-in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, immediately after the arteriotomy closure of the right common femoral artery the patient experienced a numbness sensation in the right leg down to the foot. She was also having "excruciating" pain from the target site to the foot. The patient had untreated hypertension (220/110). The patient was given pain medication and taken for a CT scan and a doppler which showed the clip was in the correct position. A pelvic retroperitoneal hematoma was found, oblong in shape. An angiogram was taken to view the source of the hematoma; however, the source of the hematoma was not provided by the hospital, although requested. The hematoma was found to be above the target closure site. The physician spoke with the abbott vascular medical monitor via telephone and after the conversation, it was decided the clip would not be explanted and the patient would be monitored. The procedure was performed on (B)(6)2010 and the patient was discharged home on (B)(6)2010. At the time of discharge, it was noted that the pain had subsided significantly. There were no reported adverse patient sequelae. Though requested, no additional information was available.